Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 22-mar-2021. This spontaneous case describes the occurrence of abdominal pain lower ('right lower abdominal pain') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cervical dysplasia ("cervical intraepithelial neoplasia grade 1 (cin 1)"). The patient was treated with surgery (essure removal via laparoscopic on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain lower and cervical dysplasia outcome was unknown. The reporter provided no causality assessment for cervical dysplasia with essure. The reporter considered abdominal pain lower to be unrelated to essure. The reporter commented: essure implants inserted without problems on (B)(6) 2011. Essure removal was performed at the patient´s request, primary reason for removal were adverse events right lower abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on (B)(6) 2021. The most recent information was received on (B)(6) 2021. This spontaneous case describes the occurrence of abdominal pain lower ('right lower abdominal pain') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cervical dysplasia ("cervical intraepithelial neoplasia grade 1 (cin 1)"). The patient was treated with surgery (essure removal via laparoscopic on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain lower and cervical dysplasia outcome was unknown. The reporter provided no causality assessment for cervical dysplasia with essure. The reporter considered abdominal pain lower to be unrelated to essure. The reporter commented: essure implants inserted without problems on (B)(6) 2011. Essure removal was performed at the patient´s request, primary reason for removal were adverse events right lower abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 23-jun-2021: quality safety evaluation of ptc we received a complaint sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 22-mar-2021. The most recent information was received on 30-mar-2021. This spontaneous case describes the occurrence of abdominal pain lower ('right lower abdominal pain') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cervical dysplasia ("cervical intraepithelial neoplasia grade 1 (cin 1)"). The patient was treated with surgery (essure removal via laparoscopic on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain lower and cervical dysplasia outcome was unknown. The reporter provided no causality assessment for cervical dysplasia with essure. The reporter considered abdominal pain lower to be unrelated to essure. The reporter commented: essure implants inserted without problems on (B)(6) 2011. Essure removal was performed at the patient´s request, primary reason for removal were adverse events right lower abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.